Event description:
On (B)(6) 2026, the patient sought medical attention at a hospital due to hyperglycemia and diabetic ketoacidosis (dka 6.5; units not provided). The pod was worn on the skin for an unknown duration of use at the time medical attention was sought. Reported symptoms included blood glucose levels over 400 mg/dl, high ketones, abdominal pain, and vomiting. Medical assistance was required, and the patient was hospitalized for one day and discharged on (B)(6) 2026. Treatment included pain reliever medication, stomach pain reliever medication, nutrient intravenous solution, and medication to regulate insulin. Following pod removal at the hospital, blood was observed at the insertion site, and the cannula was reported as bent. A new pod was applied successfully after the event.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event.